Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was in an altercation and as a result the touch screen became shattered and unresponsive. Reportedly, the customer experienced an elevated blood glucose (bg) level of 800 mg/dl and was subsequently hospitalized. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.